Event description:
Complaint received that the bed would not place nurse call. No injury alleged.

Manufacturer narrative:
Technician found that the bed would not place nurse call. Replaced tv comm pcb to resolve this issue. Located bed in ICU.